Manufacturer narrative:
(B)(4). The customer returned one connector assembly for analysis. Signs of use were observed. Visual analysis revealed the red arterial luer hub contained a crack on the threads. Microscopic examination confirmed the damage and revealed scratches on the threads. The appearance of this damage is consistent with overtightening or repeated tightening of the hubs. The report of a cracked luer hub was confirmed through complaint investigation of the returned sample. Visual analysis revealed that the red arterial luer hub contained a crack and signs of scratches on the threads. The appearance of the damage is consistent with overtightening or repeated tightening of the hubs. Functional testing revealed that water leaked from the crack on the arterial hub when flushing. A device history record review was performed, and no relevant findings were identified. Based on the customer report and the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "on (B)(6) 2024 a long-term catheter was inserted into patient for treatment in the nephrology department of hospital, and after one month(on (B)(6) 2024)the luer hub/fitting was found to be cracked and leaking, a new luer hub was replaced for the patient". There was no reported patient harm from the incident.